Event description:
T was reported that this pacemaker experienced an event during a patient's atrial fibrillation ablation. A device check was performed prior to the procedure, and a settings report was printed. The intraoperative tachycardia mode was set to monitor only. After the ablation, another device check was performed, the tachycardia mode was activated, and a settings report was printed. The patient was then safely discharged to the ward. After discharge, an alert was generated via remote monitoring due to sensor alert mode (sam). Upon review, it was determined that the alert was related to an event during the ablation procedure, with the mv sensor likely turning off due to noise caused by the energization. A routine follow-up is scheduled during which the mv sensor will be turned on again.